Event description:
Allegedly patient was revised due to mom complications of his right hip.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2012-01092, 01093.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.